Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. Performed tests revealed that the delta pressure transducer, which is part of the flow measuring in the air gas module, on a printed circuit board inside the air gas module was corroded and broken. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will lead to activation of alarms from the ventilator. During earlier investigation of air gas modules from the same hospital, sem-edx analysis (scanning electron microscopy with x-ray microanalysis) was performed on six delta pressure transducers and showed that the corrosion was caused by chlorine contamination. Our conclusion is therefore that observed corrosion inside the delta pressure transducer was caused by the chlorine contamination. The chlorine might have entered into the air gas module via the supplied air into the ventilator. According to the user's manual, chlorine must not be detectable in the supplied gases to the ventilator. The hospital has been informed and will be informed again that measures should be taken to filter out contaminations e.g. Chlorine.

Manufacturer narrative:
A field service engineer has been on-site and started the investigation. The air gas module was replaced. The replaced part was requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.